Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the pads and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:medical device problem code. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. The complaint is closed as observed in the device data and will be reopened if the customer returns the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the pads and displayed a "self test failure for hv cap idle" error message. Complainant indicated that there was no patient involvement in the reported malfunction.